Manufacturer narrative:
Attempts for additional information were made, however no further information was available. Article citation - khattak, f., a. Gupta, et al. (2018). "Rate and predictors of electrical failure in non-recalled defibrillator leads." Indian pacing electrophysiology journal, https://doi.org/10.1016/j.ipej.2018.12.001.

Event description:
It was reported in a journal article titled "rate and predictors of electrical failure in non-recalled defibrillator leads" that patients implanted with icds at the university of pittsburgh medical center hospitals between 2002 and 2014 were included in this study to evaluate the performance of non-recalled defibrillator leads. 2410 patients were included. During the course of follow up, 1272 patients died, 55 patients experienced an electrical lead failure and 84 patients had their ICD systems explanted (including 45 due to infection and 39 for heart transplant). It was noted that 36 of the patients experiencing electrical lead failure had boston scientific 0158 leads and a further 15 had boston scientific 0185 leads. The authors concluded that higher patient functional status, lower bmi, and non-ischemic etiology of cardiomyopathy were indicators of potentially higher rates of implantable cardioverter defibrillator (ICD) lead issues. No adverse patient effects were reported.